Event description:
It was originally reported that the length was incorrect on one (1), size m4cfs, specialized cuffless tracheostomy tube. The device had reportedly been in use approximately two (2) days when the pt began to experience minor bleeding and required a device change out. Limited and conflicting info has been provided regarding the involved device, the pt and the reported event. The MFR's repeated requests for additional info and clarification up to date have been unsuccessful. There was one (1) pt involved. One (1), standard 4cfs, cuffless tracheostomy tube was returned to the MFR on 10/28/98 for decontamination, analysis and investigation.